Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a re-pulmonary vein isolation procedure to treat an atrial fibrillation (afib), an intellamap orion high resolution mapping catheter was selected for use. During the flush process, the physician realized that the catheter was not flushing properly. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis. It was further reported that catheter being complaint is an intellanav stablepoint catheter and not an intellanav orion catheter. No error massages were displayed and irrigation was not interrupted or stopped during the procedure. Flow rate was 2 ml/h and during ablation 17/30.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a re-pulmonary vein isolation procedure to treat an atrial fibrillation (afib), an intella map orion high resolution mapping catheter was selected for use. During the flush process, the physician realized that the catheter was not flushing properly. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.

Manufacturer narrative:
D4 serial number: (B)(6). The intellamap orion high resolution mapping catheter was evaluated by boston scientific. Upon receipt at our post market quality assurance laboratory, the device was visually inspected and no defects were noticed. Functional test shows that the catheter functional mechanism worked properly. No abnormal resistance was felt when actuating the device. The device was connected to a metriq pump and was purged at 60 ml/min. All six irrigation ports flow freely. The pump was programmed to 30ml/min and the device was irrigated for 5 minutes without any errors or pump messages. Laboratory analysis was unable to confirm the reported clinical allegation of difficult to irrigate. The device functioned as intended and was found within specifications.

Event description:
It was reported that during a re-pulmonary vein isolation procedure to treat an atrial fibrillation (afib), an intellamap orion high resolution mapping catheter was selected for use. During the flush process, the physician realized that the catheter was not flushing properly. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter was returned for further analysis. It was further reported that catheter being complaint is an intellanav stablepoint catheter and not an intellanav orion catheter. No error massages were displayed and irrigation was not interrupted or stopped during the procedure. Flow rate was 2 ml/h and during ablation 17/30.